Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the cycler set. Additionally, there is no allegation of a liberty cycler set defect reported for this event. The pdrn reported the peritonitis was a result of a breach in aseptic technique by the patient. Most cases of pd-related peritonitis result from touch contamination where the patient or caregiver inadvertently breaks sterile technique which contaminates the catheter or its connections. Based on the available information and no evidence or allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the pd registered nurse (pdrn). The patient presented to the hospital on (B)(6) 2021 with abdominal pain and cloudy pd effluent. The patient was admitted with a diagnosis of peritonitis. A pd effluent culture was obtained which yielded elevated white blood cells (value unknown). The culture resulted in no growth. The patient was administered antibiotics (drug, route, dose, frequency, and duration unknown). The patient was discharged to home on (B)(6) 2021. The patient is continuing to complete pd therapy utilizing the same liberty select cycler without issue. The pdrn stated there was no reported cassette leak or cycler issues related to this event. The pdrn indicated the peritonitis was a result of a breach in aseptic technique during the pd exchange.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the pd registered nurse (pdrn). The patient presented to the hospital on (B)(6) 2021 with abdominal pain and cloudy pd effluent. The patient was admitted with a diagnosis of peritonitis. A pd effluent culture was obtained which yielded elevated white blood cells (value unknown). The culture resulted in no growth. The patient was administered antibiotics (drug, route, dose, frequency, and duration unknown). The patient was discharged to home on (B)(6) 2021. The patient is continuing to complete pd therapy utilizing the same liberty select cycler without issue. The pdrn stated there was no reported cassette leak or cycler issues related to this event. The pdrn indicated the peritonitis was a result of a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.